Event description:
A patient reported they are unable to test because they are unable to change the code#. Their meter allegedly has a malfunctioning "c" button. The result on their meter was: unable to test. No treatment was reported. Customer has an ot basic meter for back up purposes, but did not have any one touch teststrips. No further information has been reported.